Manufacturer narrative:
Additional information has been received, which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer inquired if there was a way to still use the insulin pump and skit the priming process. Advised customer that the insulin pump would no longer be usable and that would not be able to get around the priming process. The customer's blood glucose was unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that when they prime the pump, the tube is full and insulin comes out and the pump stops. The customer changed the reservoir and received a compromised force sensor system alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.